Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d10, g4, g7, h1, h2, h3 and h6 as reported, after inflating the balloon of 6f-7f mynxgrip vascular closure device (vcd) and pulling back the unknown sheath to expose the white tamping device, the white tamper was not visible and was trapped in the device. So, the plug was never deployed. It was unclear whether it never came down in the first place or was pulled back during the sheath pull-back step. Manual pressure was held for hemostasis. There was no reported patient injury. The vessel type was femoral arterial. The product was not returned for analysis. A product history record (phr) review of lot f1933102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as inability to advance the shuttle until the advancer tube is engaged, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1933102 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after inflating the balloon of 6f-7f mynxgrip vascular closure device (vcd) and pulling back the unknown sheath to expose the white tamping device, the white tamper was not visible and was trapped in the device. So, the plug was never deployed. It was unclear whether it never came down in the first place or was pulled back during the sheath pull-back step. Manual pressure was held for hemostasis. There was no reported patient injury. The vessel type was femoral arterial. The device will not be returned for analysis.